Manufacturer narrative:
The source of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) was exhibiting poor sensing measurements. A revision procedure was performed in an attempt to reposition the lead; however, the physician was unable to retract the helix. Therefore, the lead was removed from service and replaced. No additional adverse patient effects were reported.